Manufacturer narrative:
The reported event of broken nail was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. No deficiency found during dimensional inspection of the returned product. The evaluation revealed that the nail broke in a fatigue fracture after a period of approx. 18 months of implantation. According to found damages the fatigue fracture had its origination in the right web at lateral. In this area material damage had weekend the web caused by misaligned drilling with the step drill; which presents an unintentional use error. General aspects: a nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. From technical point of view the returned nail broke in fatigue manner after an implantation period of approx. 18 months due to impaired bone healing. Contributing factor was identified being intra-operative material damage. A medical review was not performed because of missing post-operative documents. Based on the above the nail breakage was not linked to a deficiency of the device, but was mainly patient related (confirmed impaired bone healing) contributed by user induced by material damage. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. The event was not linked to a deficiency of the device.

Event description:
The pharmacist at the hospital reported to the french sales rep the following event : " patient was initially operated on (B)(6)2016 for a right trochanteric fracture and he was implanted a short gamma nail. Evolution to a pseudoarthrosis. The patient was revised on (B)(6)2017 in order to perform a transplant decortication . The nail was not removed during this surgery. Post operative xray one month later showing a nail break at the head of the trochanteric screw while the patient was not resting on the right lower limb. This led to a revision surgery on (B)(6)2017 in order to remove the nail and to implant a new one plus a bone graft.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital reported to the (B)(6) sales rep the following event : " patient was initially operated on (B)(6) 2016 for a right trochanteric fracture and he was implanted a short gamma nail. Evolution to a pseudoarthrosis. The patient was revised on (B)(6) 2017 in order to perform a transplant decortication . The nail was not removed during this surgery. Post operative xray one month later showing a nail break at the head of the trochanteric screw while the patient was not resting on the right lower limb. This led to a revision surgery on (B)(6) 2017 in order to remove the nail and to implant a new one plus a bone graft.